Event description:
Boston scientific received information that this right atrial (ra) lead was revised due to high out of range impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.